Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2017. This patient's medical history was significant for multiple systemic immune issues. The patient developed an infection approximately two years after this system was implanted. The physician elected to explant both the device and electrode.